Manufacturer narrative:
Additional devices for this complaints: (B)(4) - 1650de - MFR. Date: 11/30/2015 - exp. Date:11/30/2016, (B)(4) - 1650de - MFR. Date: 11/30/2015 - exp. Date:11/30/2016, (B)(4) - 1650de - MFR. Date: 11/30/2015 - exp. Date:11/30/2016, (B)(4) - 1650de - MFR. Date: 11/30/2015 - exp. Date:11/30/2016. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not returned.

Event description:
A report was received that there was evidence of power switching. The controller was replaced with no reported consequence or impact to the patient. Controller log files were sent. Preliminary log file analysis revealed that there was a date/time error on the controller showing the year as 2000. No further information was provided.

Manufacturer narrative:
Additional information received on february 10th, 2017 indicated that the event was reported based on the patient report of power switching and was confirmed via controller log file review. The associated batteries were exchanged. The replacement devices resolved the issue. The battery capacity at the time of the reported event was greater than 25%. The power switching could not be reproduced by manipulating the battery connections and/or cables. The event was not associated with any pump stops. There was no damage noted to the controller or to its' power connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). All batteries were returned to the manufacturer on 04/10/2017. All batteries were evaluated by the manufacturer. Corrections to MFR date: bat211566 MFR date: 11/27/2015, bat211162 MFR date: 11/11/2015, bat211529 MFR date: 11/25/2015, bat210880 MFR date: 11/01/2015. (B)(4). It was reported that the patient was experiencing power switching events. The controller (con180019) and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Failure analysis of the returned controller revealed that the unit passed visual and functional testing. It was noted, however, that the date and time was reset to zero. The controller was able to retain the date and the time when the real time clock was adequately charged. The most likely root cause of the date and time reset can be attributed to an extended period of time where the controller was not connected to an external power source, causing the real time clock to deplete. This observation is not related to the reported event. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving con180019, bat211566, bat211162 and bat210880. Bat211529 did not show any indication or involvement of power switching in the log files. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation, investigating momentary disconnection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.